Event description:
Device sent in for repair for a check IV alarm. Device was not in use on a pt at time of event. Biomed was performing routing testing. During the repair process at cardinal health, a spring was found missing. Device sent to customer advocacy for failure investigation on 12/10/2007. Investigation confirmed missing spring on post #2.

Manufacturer narrative:
Pt info requested an all available info is included.